Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, there was one unexplained pump reboot observed in the black box. The battery compartment was found to be cracked. The battery cap was not returned. There was no moisture observed in the battery compartment. A test battery cap was able to attach to the pump. The pump booted to the verification screen with audible and vibratory features. The pump was exercised for 24 hours using a test battery cap. There were no pump reboots duplicated. The pump cover was removed and there was internal moisture found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.